Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The select button was getting stuck. Customer did not receive a low battery alert prior to the replace battery now alarm. This is the second occurrence of replace battery now without a low battery warning. Customer's blood glucose level was 225 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftest. No unexpected battery power loss alarm during testing and no unexpected replace battery now alarm. All buttons functioning properly no damage on the keypad assembly and the connector on electrical board was locked properly during visual inspection. No stuck button alarm noted. Insulin pump received with cracked select button keypad overlay and keypad overlay texture damage.